Event description:
It was reported during a low anterior resection a ax55 was used for the colon. Upon firing the staples formed "b"s perfectly however none were driven through the tissue. A second ax55 was opened to complete the case. There was no consequnece to the pt.

Manufacturer narrative:
Based upon the inquiry information received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples firing and forming. The instrument was observed to be received in good physical condition, with dried body fluids visible on the cartidge assembly. The instrument was then measured and were found to be within specifications. No conclusion could be reached as to why the reported instrument's "staples formed "b"s perfectly however nonen were driven through the tissue" during surgery.